Manufacturer narrative:
Block b3: exact date unknown. Block d2b: additional pro code selection that applies to the indication of this device <nhl>. The device was not returned for analysis as it remains implanted in the patient. As such, physical analysis was unable to be performed. However, it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that the deep brain stimulation (dbs) clinical study patient underwent a revision procedure during which the existing implantable pulse generator (ipg) was explanted and then re-implanted for an unknown reason. No further information was able to be obtained despite good faith efforts.